Event description:
Analysis of the returned device found the downstream occlusion (dso) seal was missing and the air detector was loose. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found the downstream occlusion (dso) seal was missing and the air detector was loose. During the functional testing, the customer reported issue was able to be confirmed. Customer damage was found to be the cause of the issue. The dso seal and air detector were replaced.